Manufacturer narrative:
The following other devices were also listed in this report: tri post augment sz4 10mm; cat# 5544-a-400; lot# dvha, tib lm/rl tib aug sz3 10mm; cat# 5546-a-301; lot# n5k17d, tri rm/ll tib aug sz3 10mm; cat# 5546-a-302; lot# n5l05k, md.univ.cement restrictor w/di; cat# b000-1240; lot# 6m8114, md.univ.cement restrictor w/di; cat# b000-1240; lot# 6m8125, triathlon femoral distal augment 5mm - size 4 left; cat# 5540-a-401; lot# dnhm, tri ts femur sz4 left; cat# 5512-f-401; lot# afzd, tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# m6l24aw, tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# m6l23ak, triathlon asymmetric x3 patella; cat# 5551-g-350; lot# yx4e, tri post augment sz4 5mm; cat# 5543-a-400; lot# dwuu, tri ts baseplate size 3; cat# 5521-b-300; lot# ftgd, triathlon femoral distal augment 5mm - size 4 left; cat# 5540-a-401; lot# drja, simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mfs045. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The subject is enrolled in the post market triathlon cones study and this per was identified upon a monitoring visit at the site. Triathlon ts components went in on (B)(6) 2011. On (B)(6) 2015 suspected infection and aspiration performed. On (B)(6) 2015 infection was confirmed where stryker poly came out and stryker thicker poly went in.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as the subject device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "this entire clinical picture is the result of persistent and recurrent periprosthetic infection in this diabetic patient. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that patient was revised due to infection. The provided medical records were reviewed by a consulting clinician who indicated "this entire clinical picture is the result of persistent and recurrent periprosthetic infection in this diabetic patient. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
The subject is enrolled in the post market triathlon cones study and this per was identified upon a monitoring visit at the site. Triathlon ts components went in on (B)(6) 2011. On (B)(6) 2015 suspected infection and aspiration performed. On (B)(6) 2015 infection was confirmed where stryker poly came out and stryker thicker poly went in.